Event description:
Exchanging j-tube. Supply used in process and when removed (beacon) tip of catheter was no longer attached. Beacon tip was verified to be inside gastric tract. Attending immediately aware. No attempt made for retrieval.